Event description:
Patient had a 99% proximal lad lesion and 90% or greater long stenosis in the mid to distal circumflex. The lad lesion was treated first with a resolute stent successfully with no issues noted (pli20). The physician then proceeded to treat the circumflex lesion with an integrity resolute 4.0 x 38mm stent (pli10). The lesion was predilated with a balloon and the resolute stent crossed with no difficulty across the lesion. The resolute stent balloon was inflated and no information as to what atm of pressure the stent balloon was inflated to. The physician observed there was some constriction of the distal 1/3 of the stent balloon and the proximal 2/3rd of the stent balloon appeared to have a slightly larger diameter than a 4.0mm. Appearance seemed given the constriction of the distal aspect of the stent balloon, the pressure moved to the path of least resistance in the proximal 2/3 of the balloon which appeared slightly larger than the 4.0mm diameter size. When the stent balloon was deflated, the stent was deployed and a small perforation was noted on the distal aspect of the stent in the distal circumflex. The perforation was treated with a non-mdt stent successfully. Patient was discharged from the ccl lab after a pericardiocentesis which removed 400cc of fluid. Later that day, patient became hemodynamically unstable and patient return to the ccl and a second non-mdt stent was placed adjacent to the distal aspect of the first non-mdt stent placed successfully. Patient discharged from ccl lab and later that evening or night, patient experienced chest pain and expired.

Manufacturer narrative:
Evaluation results: patient presented with stemi, death, device or procedural images not provided for review, device not returned for evaluation. Evaluation conclusions: death, device or procedural images not provided for review, device not returned for evaluation. (B)(4).

Manufacturer narrative:
Update received 1-sep-2015 the rep spoke with the physician and cause of death was cardiogenic shock/multi organ failure. No autopsy was performed. Procedural notes: physician used a sprinter legend balloon to pre-dilate the lesion in the lad. Physician successfully deployed two resolute integrity 2.25x30mm <(>&<)> 3.50 x 9mm stents in the lad. The physician then successfully deployed one resolute integrity 4.00 x stent (previously reported as 4.00 x 38mm) in the 2nd om. The physician then successfully deployed one non mdt stent in the 2nd om (to treat perforation). The physician then successfully deployed one resolute integrity 2.50 x 22mm stent (previously reported as 4.00 x 38mm) in the 2nd om. Physician used a non-mdt balloon to post-dilate the 2nd om. Later in the day the physician implanted another non-mdt stent in the 2nd-om and post dilated it with an nc euphoria. Image review images confirm the presence of disease in both left coronary arteries. The lad proximal lesion was initially treated with a stent most likely the 2.25 x 30mm resolute integrity device. There was still an untreated portion in the proximal lad and this appears to have been treated with a 3.5 x 9mm resolute integrity stent. Thrombus appeared to be present proximal to the lesion site prior to successful stenting and post dilatation of the lad. The lcx/om lesion was then treated. Stent deployment in the proximal to mid vessel was completed with what appears to be a 4.0 x 30mm resolute integrity stent as reported in the procedural notes. The expansion of the stent on the distal side of the lesion appeared to show resistance to full expansion. The proximal end of the stent appeared to deploy to a larger diameter than the distal portion of the stent. This was most likely due to the presence of calcification in the distal part of the lesion causing the lesion resistance to expansion. There is no evidence to suggest that there was any device malfunction during stent deployment. The balloon/stent selection used for this vessel appears to be oversized based on the vessel diameter, and long based on the lesion length. The inflation pressure of the resolute integrity stent is unknown but the inflation pressure used for stent deployment may have impacted on the resulting dissection. There is no evidence of the non mdt angioplasty balloon in the images that was reported to have been advances as per the procedure notes. A dissection appears to have occurred in the vessel, most likely due to the cracking of the distal side of the lesion during stent expansion. This resulted in the distal lcx shutting down. The procedural wire was removed and the vessel was subsequently re--wired, prior to the deployment of a 4.0 x 19mm non-mdt covered stent to treat the reported perforation of the vessel. The 2.5 x 22mm resolute integrity stent was delivered and deployed distal to and overlapping the non-mdt stent. Approximately 6 hours post initial treatment the angiograms show what appears to be vessel perforation from the om at proximal edge of the previously deployed non-mdt stent. This perforation was not evident on the images on completion of the initial treatment. A 2.8 x 19mm covered non-mdt stent was deployed to treat the perforation. There is no evidence on the images of the nc euphora balloon that was used post non-mdt stent deployment.

Manufacturer narrative:
(B)(4).

Event description:
The physician believes that the constriction observed in the distal 1/3 of the stent was lesion related. The perforation was identified after the stent was deployed so it was assumed the stent caused the perforation. The death occurred in the middle of the night. The patient had two covered stents which overlapped to treat the perforation and the anticoagulation was reversed so stent thrombosis is another possibility.